Manufacturer narrative:
(B)(4) - the device was manufactured 09/21/2015 - 09/22/2015. The device was received for evaluation. Visual inspection revealed that the tubing had separated from the y-site. The reported condition was verified. The cause of the condition was determined to be a manufacturing assembly issue. An ncr has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a clearlink continu-flo solution set separated from an injection port. This occurred during priming with lactated ringers solution, and led to solution leaking on the floor. There was no patient involvement. No additional information is available.